Event description:
The patient came to the cardiac catheterization lab for a tevar procedure. Due to the location of the aneurysm, a lumbar drain is required to mentor csf pressure. An integra hermetic lumbar catheter drain was placed by anesthesia. Csf fluid was aspirated. The drain was secure. The patient was positioned of the procedure into the prone position. After the patient was draped, the anesthesiologist attempted to draw csf without success. The anesthesiologist felt under the patient to ensure the catheter was not kinked. The anesthesiologist attempted to again without success to draw csf. The anesthesiologist gently pulled on the catheter to hook to the end to the monitor to see if a reading could be seen. When the catheter was pulled, it broke and retracted into the patient. A fluoroscopy of the spine was performed and the catheter could be seen. It was determined that approximately 20 cm was retained in the patient. After consulting with neurosurgery, it was determined that the patient should be taken to the operating room to remove the retained catheter. The patient was taken to the operating room, placed in a wilson frame, a small incision was made, the catheter was located, and the catheter was removed. The catheter was submitted to pathology. They calculated to the length to be 24cm. The patient was admitted overnight for observation and discharged on (B)(6) 2019.